Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the loading unit was used as the fourth loading unit to step a stomach at two sleeve stomach. During releasing, the staples were not formed and the resection as well as the remaining stomach opened. The surgery time was extended by more than 30 minutes. The staples fell into the pt and were retrieved. It was necessary to over stitch the open stomach.

Manufacturer narrative:
(B)(4).